Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized twice due to diabetic ketoacidosis in the first week of (B)(6) 2018 with a blood glucose level of 500s mg/dl. The customer was treated with intravenous preparation in the hospital. The customer had symptoms like she woke up sick and vomiting. The insulin pump will not be returned for analysis. Frn-unk-rsvr . Unomed inf set.